Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that patient is wearing an ankle gps monitor and patient is getting a shooting sharp pain on the side of the patient leg. Patient tried to turn stimulation off and decrease stimulation but the pain was still there. Patient stated has stimulation set at 2. Patient stated the ins does not take the pain away fully. Patient knows ins is not going to fully take patient pain away and stim has to be adjusted. Patient stated they are paraplegic so patient nerves are sensitive to stimulator is stim is turned up too high. Patient stated sometime turns ins off because stimulation is too much and painful. Patient said they had ins reprogrammed. Patient said they had recent emi environmental exposure. Patient reported wearing an ankle monitor. It was reviewed that patient contact manufacturing representative (rep) for further inquire a possible interaction and follow up with health care professional (hcp). Patient stated they had a heart attack before. No further patient symptoms or complications were reported in this event.